Manufacturer narrative:
(B)(4).

Event description:
It was reported that the left ventricular lead exhibited loss of capture. The lead was capped and replaced. The patient was in stable condition throughout the event.